Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery the septum plug on the generator became detached and the surgeon was unable to put it back in place. At that time the generator and septum plug were removed from the field and a different generator was implanted. A review of manufacturing records showed that the generator was sterilized and passed qc inspection prior to distribution. The new generator that the plug came out of was received and is currently pending product analysis.

Event description:
Product analysis was completed on the returned generator. It was noted that the positive septum plug was not received. Therefore it could not be analyzed. The negative septum plug was received and it was noted that it was not cored and meet dimensional specifications. The header septa was also evaluated and found to meet dimensional specification. Visual analysis noted tool marks on the generator case and header which appeared to be associated with the manipulation of the device during the attempted implant procedure. Functional analysis found that the generator performed to all functional specifications. The cause of the detachment could not be determined due to the positive septum plug not being received.